Manufacturer narrative:
Device return is not required. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is missing/detached. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.

Manufacturer narrative:
Follow up #1 submitted: (B)(6) 2018; the device was returned to the manufacturer and investigation completed on (B)(6) 2018 with the following findings: on examination of the device, the sensor wire was confirmed to be missing. Investigation confirmed the complaint.